Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported, that the insulin gauge was inaccurate. A replacement pump was sent to customer. Method of back up insulin therapy was unable to be obtained. Customer¿s blood glucose level was 126 mg/dl.